Manufacturer narrative:
Complaint suggestive of reportable malfunction/ near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a (B)(6) female of unknown origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, it was reported that the patient was having problems with her humapen memoir. When dialing up to an 8, there was only one horizontal line and one straight line and it would not display the entire number. This humapen memoir is associated with pc (B)(4) and lot 0906c02. The patient operated the device. It was unknown if the patient was trained. The patient had used this device model for an unspecified amount of time and the reported device for one month. The return of the device was anticipated. It was not provided if the patient continued to use the device.